Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cancer. Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, observed an unknown dust like contamination on the front panel, top enclosure and blower. A hair like particle was observed on the top and bottom enclosure. Evidence of liquid ingress was observed on the blower and the blower box. Evidence of sound abatement foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. Sections d8, d9, h2, h3, and h6 were updated.